Event description:
It was reported that during follow-up, the device was found to be in backup vvi. The patient had received inappropriate hv therapy when raking leaves. A device download was successfully performed. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.